Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. Additionally, the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer's blood glucose ranged between 80-100. Reportedly the customer reverted to manual injections for insulin therapy.